Event description:
During the 3rd coil of the procedure upon retracting and removing the marix soft-2d coil coil broke off at the pusher wire. That portion of the pusher wire and coil were left inside the pt. Procedure was stopped and pt is being monitored. Pt seems to be ok.